Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had a urinary tract infection (uti) and their symptoms were frequent urination, back pain (which the patient stated was due to a past back surgery) and vaginal irritation. The patient stated they had no burning sensation when they got a uti which made it difficult to detect when they had one. The patient also stated the vaginal irritation could be menopausal, as they take hormonal replacement supplements and did notice additional irritation before the uti. The patient stated by the time they realized they had a uti they were already feeling funky, crappy, and miserable. The patient noted they had problems with utis since before having the implant. The infection was confirmed with an at home test. The patient's healthcare provider (hcp) kept an active prescription on file and had them keep a bottle of antibiotics on hand and they already started them last night.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.